Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 04-nov-2020. Visual analysis of the photographs a device appears to be intact has red and yellow particles above the surface. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Physician reported a right side capsular contracture baker grade IV. Device has been explanted.